Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, the surgeon noticed that the optic broken during implanting the lens. Hence the lens was not implanted. Dr implanted with another backup lens. The procedure was completed on same day without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The lens was returned for evaluation. Solution is dried on the lens. Both haptics are broken in the distal area (not returned). Scratches are observed on the center of the optic on the anterior surface. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Associated products were provided, however the iol (intraocular lens) is a non-foldable lens model and is not designed to be used with any cartridge. Broken haptic damage was observed. The observed damage may be interpreted as the reported broken optic. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of marks on both sides of the optic and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).